Event description:
Patient noted his ICD was beeping for about 12 times over 6 hours. The beeping stopped three days later, and the patient presented to ER concerned about this problem. ICD generator indicated elective replacement indicator (eri). Implantation of new ICD and right ventricular lead by different manufacturer.